Manufacturer narrative:
No product was returned. Serial number was not provided to review previous repairs. No history log was provided. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the patient's per pumps alerts that the reservoir is empty when it is not. The position of the pump when the alarm occurred is unknown. This was a continuous infusion through IV. The set flow rate and volume delivered are unknown. The product fault occurred while in use with patient. The product issue did not cause or contribute to patient or clinical injury. The patient had a backup product they were able to switch to and successfully continue therapy. Therapy is life sustaining, there was no interruption to therapy. No patient harm/adverse event reported.